Event description:
Customer reports a fiber leak on an unk reuse number noted at the onset of treatment by a blood leak alarm. Treatment was continued with new disposables without incident. Estimated blood loss is unknown. No pt injury or medical intervention reported.